Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the activation tone changed although the slider of the device was not used to change the output setting. A new device was used to continue. It was also reported that the operating time was not extended. There was no tissue damage, no bleeding and nothing fell into the cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device was recognized when plugged into a generator. The device was activated five times in all three modes and all five slider positions with no anomalies noted. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during the procedure, the activation tone changed, although the slider of the device was not used to change the output setting. New device was used to continue. It was also reported that the operating time was not extended. There was no tissue damage, no bleeding and nothing fell into the cavity. The device was recognized by the generator. No patient harm.